Manufacturer narrative:
H.6. Investigation summary: the samples and a photo were received by bd for evaluation. A quality engineer was able to review the returned samples and photo of venflon 2 pnk 20ga IV cannula, lot# 8331808, regarding item # 391452 with the reported issue of ¿contrast material and saline came out of the injection entrance at the top of venflon¿. Additional information ¿ 1. We did a deeper investigation of the complaint and found that there wasn't a leakage in the venflon. 2. The customer is a new CT technician. 3. The customer's claims that when she entered the venflon catheter into the vein, she connected the IV set to the luer connection. 4. She notices that the set is not flowing (usually it means you are not in the vein or for some reason the catheter is blocked - probably because of a valve) she decided to flush the catheter with saline syringe. 5. She disconnected the set and connected the syringe from the luer. 6. When flush the saline (with pressure) she opens the upper port cap (due to the block in the catheter and the pressure she exerted) and the saline flow from the upper port. The DHR was reviewed and qn was raised on this lot during manufacturing and production of the lot number 8331808 until lot release. We have the customer sample of the defective product on which the complaint has been registered. We could simulate the defect as described by the customer and also use the diagrammatic representation and a detailed description of the defect for our understanding and further investigation. After thoroughly investigating the complaint on the customer returned sample and review of additional information and the photographs received, we tried to simulate the defect on the samples of the lot and found that the leakage from the top port only happened when the cannula was not removed from the catheter and the syringe was exerting pressure. The probable root cause could be that since the CT technician was new, 1. She/he must be not aware that the cannula(long metallic needle) is only used as a guide for the catheter(the transparent thin teflon tube) to be safely and easily be inserted into the vein. 2.after insertion is done, the cannula(long metal needle) is pulled out from the back 3. The syringe or IV line is inserted into the upper port. (Which is coloured) 4. The white cap on the end of the cannula is used to close the opening that is created after the cannula is removed. 5. If the cannula is not removed and the upper port is used for IV or syringe insertion the liquid (saline) gets pushed back and starts leaking from the upper port. The defect seems to be a practice issue and can be corrected after training of the staff. H3 other text : see section h.10.

Event description:
It has been reported that the venflon 2 pnk 20ga IV cannula has been found experiencing leakage during use. The following has been provided by the initial reporter: contrast material and saline came out of the injection entrance at the top of venflon.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the venflon 2 pnk 20ga IV cannula has been found experiencing leakage during use. The following has been provided by the initial reporter: contrast material and saline came out of the injection entrance at the top of venflon.